Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer called in to report that the system generated error 23008 indicating to disable arm 3. The customer was unable to recover from the error. The technical support engineer (tse) reviewed the system log and found error 23008 was caused by a pot to encoder error on set up joint (suj) 3 proximal. The tse noted that the customer had disabled arm 3. The tse had the customer hard power cycle the system, and error 32056 occurred. Error 32056 was also prompting to disable arm 3. The tse had the customer perform another system power cycle; however, the issue persisted. The tse then informed the customer that arm 3 was malfunctioning. The customer elected to continue the procedure with the other three arms. There was no reported injury. On 10-feb-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The site disabled arm 3 and completed the procedure successfully.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse noted that recoverable errors 23008 and 32056 occurred after the system powered on. The recoverable 23008 and 32056 errors indicated that set up joint (suj) 3 was defective. The customer also requested to have universal surgical manipulator (usm) 3 replaced. The fse replaced suj 3 and usm 3 to resolve the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received usm 3 for evaluation, but evaluation has not been completed as of the date of this report. In addition, isi has requested suj 3 for evaluation, but the product has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of usm 3 evaluation and if suj 3 is returned for analysis and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in: g3, g6, h2, and, h3. Evaluation information can be found in h6 and h10. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. D10 - universal surgical manipulator (usm) 3: failure analysis investigations could not replicate the reported 32056 and 23008 errors. However, the errors were confirmed via the system logs. The unit passed in normal mode. The sterile adapter, cannula, and endoscope were installed on the unit, and a test drive was performed with the surgeon side console (ssc) master tool manipulator (mtm) in different positions with no issue. All the cables connections were intact with no sign of fluid intrusion. A review of the logs showed that error 23008 was pointing to the set up joint (suj) z-axis gravity motor indicating a defective proximal suj and not the usm. The 32056 error was potentially a sympathetic error due to an issue with the suj. The unit was also tested on a psc (patient side cart) fixture test platform (pftp). The unit passed all tests that were performed. No part replacement was needed with this unit. D02 - suj 3: the unit was returned for failure analysis due to the reported 32056 and 23008 errors. The suj was installed on a test system, and the non-recoverable 32056 error was triggered. Error 23008 was confirmed in the logs. Error 23008 was pointing to the suj z-axis gravity motor on the proximal suj. The unit was installed on the pftp machine and failed the brake tests. A golden axes controller setup (acu) was installed, and the brake test passed but later failed on the suj z vertical balance. The original acu was installed back, and the brake tests failed again. The acu would be replaced to address the brake issue. The constant force spring (cfs) and its components would be replaced to address the replicated/confirmed errors.